Event description:
The customer reported "intermittent fluoroscopy fault." The fse noted, "intermittent fault. Sometimes the screen stays black or it flickers. They were unable to complete some pts." There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.